Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during robotic liver resection, while stapling the liver, after a few firings the device would not open once placed into the patient. To complete the case the surgeon needed to push the cartridge side against tissue to make it open. There was no patient injury.